Manufacturer narrative:
The sodium electrode lot number was dkh12 with an expiration date of 15-feb-2026. The calibration was last performed on the day of the event. Qc was within the expected range. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 14 patients¿ samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Discrepant results for 3 patients' samples were provided. Patient 1: initial result: 155.1 mmol/l. Repeat result: 141 mmol/l. Patient 2: initial result: 155.3 mmol/l. Repeat result: 139 mmol/l. Patient 3: initial result: 165.4 mmol/l. Repeat result: 155 mmol/l. The repeat results were deemed to be correct.

Manufacturer narrative:
The field service engineer performed the quarterly maintenance and cleaned the sample probe, including the internal part of the probe. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (mis-sampling of the patient samples/poor sample quality) at the customer site. Preanalytics are within the customer's responsibility.